Event description:
It was reported that in the cardiology unit and during an angioplasty procedure, the proximal tip of the intra-aortic balloon (iab) blocked at the end of the super arrow-flex (saf) sheath. The iab and saf were removed and another saf and iab were inserted over the existing spring wire guide (swg) with the same outcome. The physician noticed that the distal tip of the saf was slightly crushed. The pt's status was critical. There was no delay in treatment reported, no injury and no further complications to the pt. Reference MDR #1219856-2010-00801 for the second event involving the same pt.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.